Event description:
This pt has congenitally corrected transposition of the great artery with valvular aortic stenosis. Pt has undergone previous surgeries and developed a second-degree heart block requiring placement of a dual-chamber pacing system in 1992. Pt was admiited for removal of old pacer system and placement of new dual-chamber transvenous pacing system. Six months later, pt was admiited for generator indicating complete failure, cannot be programmed.